Event description:
It was reported that the customer had a beep anomaly on the insulin pump. The customer's blood glucose level was 82 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced because beeping and showed dark circle but no alarm in history or status screen. The customer insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.